Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection and had a pathological examination of a separable wound on (B)(6) 2019. It was identified as (B)(6) on (B)(6) 2019. An examination of a separable wound on (B)(6) 2020 showed burkholderia cepacia as well.

Manufacturer narrative:
B5: additional information.

Event description:
It was reported that the patient had a driveline infection and was given antibiotics and not hospitalized.